Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, atrial lead noise was observed. Technical support (ts) reviewed the session records and suspected possible atrial lead noise as fusion and the device was interpreting the evoked response as loss of capture and causes backup pulse. However, a loss of capture could not be confirmed. Ts recommended reprogramming to resolve the event. The patient was stable. Further information was requested but not received.